Manufacturer narrative:
Findings: unit received with frozen screen and watchdog alarm/anomaly due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to frozen screen and watchdog alarm/anomaly. Unable to verify button/keypad unresponsive due to frozen screen and watchdog alarm/anomaly. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 289 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.